Event description:
It was reported that the right atrial (ra) lead exhibited intermittent over sensing and under sensing during recorded episodes and current electrograms (egm). It appeared arrhythmia initially falls under detection possibly delaying detection and therapy. Additionally, ra lead capture was unable to be confirmed on the current egm. The ra lead remains in use. The right ventricular (rv) lead exhibited over sensing and under sensing during recorded episodes. The rv lead remains in use. It was also reported that the patient received inappropriate high voltage there for two ventricular fibrillation (vf) treated episodes, that were unable to diagnose rhythm and unable to determine if vf versus supra ventricular tachycardia (svt). The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 97715 pain stim ipg implanted: (B)(6) 2021; 5076-45 lead implanted: (B)(6) 2019; 39286-65 pain stim lead implanted: (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent over sensing and under sensing during recorded episodes and current electrograms (egm). It appeared arrhythmia initially falls under detection possibly delaying detection and therapy.  Additionally, ra lead capture was unable to be confirmed on the current egm.  The ra lead remains in use.   The right ventricular (rv) lead exhibited over sensing and under sensing during recorded episodes.  The rv lead remains in use.  It was also reported that the patient received inappropriate high voltage there for two ventricular fibrillation (vf) treated episodes, that were unable to diagnose rhythm and unable to determine if vf versus supra ventricular tachycardia (svt).   The cardiac resynchronization therapy defibrillator (crt-d) remains in use.  No further patient complications have been reported as a result of this event. It was further reported that the patient later went into ventricular tachycardia (vt) and cardiopulmonary arrest and required cardiopulmonary resuscitation and mechanical intubation. The patient was hospitalized and later transferred to the intensive care unit (ICU) where they underwent a cardioversion procedure. The patient was treated with amiodarone and placed on intravenous (IV) milrinone medications. The patient was hypotensive and placed on norepinephrine to maintain blood pressure. It was also noted that the patient had chronic liver disease, chronic kidney disease, and cirrhosis of the liver and required dialysis. It was noted that the patient received shocks and that the crt-d was interrogated and determined to be functioning appropriately.